Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After a diagnostic case, a 5f mynx control vascular closure device was inserted into the hemostatic valve and crunching was heard. When the vcd was removed, it was noticed the distal end where the sealant is held was split open and the sealant was exposed. There was no patient injury. Another 5f mynx control was obtained and hemostasis was achieved. The vcd is available for analysis.

Manufacturer narrative:
After a diagnostic case, a 5f mynx control vascular closure device was inserted into the hemostatic valve and crunching was heard. When the vcd was removed, it was noticed the distal end where the sealant is held was split open and the sealant was exposed. There was no patient injury. Another 5f mynx control was obtained and hemostasis was achieved. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both buttons 1 & 2 remained in the manufacturing position with the stopcock open. The syringe was not returned with the device. The sealant remained in manufacturing position not exposed to blood and the sealant sleeve assembly was observed to have been kinked/bent as received. It is unknown if the device was manipulated after the procedure, and if the damage to the sealant sleeve occurred during the procedure or during subsequent handling or transit. The procedure sheath was not returned with the device. Per dimensional analysis, the slit length of the returned devices was verified and noted to be within specification. The catheter working length from distal end of sheath catch to proximal end of balloon of the returned devices were verified and noted to be within specification. Per functional analysis, button 1 of the returned device was fully depressed with the clock symbol visible in the tension indicator window, which matched the intended use mynx control instructions for use. Button 2 was fully depressed during the device failure investigation with no resistance felt, and the balloon was completely retracted into the advancer tube as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was not frayed/slit/torn but kinked/bent. A product history record (phr) review of lot f2203402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature¿ and ¿mynx control sealant sleeves frayed/split/torn¿ were not confirmed during the analysis of either of the returned devices. The exact cause of the reported events could not be conclusively determined. Visual inspection of the returned device revealed that the sealant outer sleeve assembly was kinked/bent, which may have contributed to the reported events. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported events. The investigation results showed that the sealants were not exposed along the catheter. Procedural and handling factors may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation f risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.